Manufacturer narrative:
Age at time of event: (B)(6). Date of birth: born in (B)(6). (B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the right leg. The device was primed, tracked over a non-bsc guidewire and activated in the popliteal artery; however it was noted that the device was no longer tracking over the wire. The physician stopped and tried to remove the device, it was then noted that the wire stuck inside the device and access was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was removed with some restriction. Inspection of the guidewire showed that it had a kink approximately 132cm from the tip. This kink would give the indication of a guidewire sticking sensation or not moving smoothly through the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right leg. The device was primed, tracked over a non-bsc guidewire and activated in the popliteal artery; however it was noted that the device was no longer tracking over the wire. The physician stopped and tried to remove the device, it was then noted that the wire stuck inside the device and access was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.